Event description:
During a slap repair procedure, the anchor sheared in half. The procedure was delayed 30 minutes to resect anchor out of the bone. The surgeon did not follow instructions to predrill prior to insertion or use the ao two-finger technique as recommended in the instructions for use. Repair was completed using additional anchors. No pt injury or complications were noted.